Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A gastro-intentional ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was hospitalized due to decreased iron and anemia and was discharged on (B)(6) 2019. In beginning of (B)(6) 2019, the patient was hospitalized repeatedly for feeling sick. In (B)(6) 2019, the patient vomited blood and was urgently hospitalized for a gastric ulcer. Duodopa was paused and the tubing remained in place. It was unknown if the patient received any treatment. In (B)(6) 2019, the patient was discharged from the hospital and duodopa therapy was resumed.